Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The imaging system then passed the system checkout and was found to be fully functional.

Event description:
A site representative reported that, while in a procedure, the imaging system would not communicate with the navigation system. The site brought in a second navigation system and a new network cable and communication could not be established. The issue was resolved by bringing in a second medtronic navigation system. No additional information was provided. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.

Manufacturer narrative:
The site elected to continue the procedure with another imaging system.